Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate automatic mode switches and at/af episodes, a decline in p-wave was also noted. The patient was not symptomatic and would be monitored normally.